Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a flashing, red call doctor alert was seen on the latitude communicator. It was later seen that the alert was for high shock impedance on the right ventricular (rv) lead. This cardiac resynchronization device with defibrillation (crt-d) and rv lead remain in service. No adverse patient effects were reported.